Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the clips scissor? Yes. Did the jaws scissor? No. No further information will be provided.

Event description:
It was reported that during a ldg, scissoring occurred when the device was fired on the artery under the pylorus. The same event occurred frequently when the device was fired outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.